Manufacturer narrative:
The device was returned for analysis. The reported foot retraction issue could not be confirmed due to the returned condition of the device. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venous closure of the left common femoral vein using the pre-close technique via a 6f sheath prior to an electrophysiology (ep) atrial fibrillation procedure. Reportedly, one proglide suture was successfully preplaced. During preplacement of a second suture, the proglide footplate would not collapse. The device was intentionally broken to manually close the feet and remove the device. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to 10f, and the ep procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.